Event description:
Boston scientific crm received information that during a recent follow up device interrogation, a commanded automatic capture test was performed. During this test, the patient loss capture, felt lightheaded and began to pass out. The boston scientific sales representative stopped the test at that time and the device remains implanted to date. It is believed that the loss of evoked response during the test is what led to the pre-syncope. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, his event will be updated as necessary.